Event description:
It was reported that the bd ultrasafe x100l png clear nvs stein was preactivated prior to use. The following information was provided by the initial reporter: she stated the spring inside the pen did not work properly and caused the pen to not administer the medication" - preactivated needle safety device, please perform brr.

Manufacturer narrative:
Investigation summary: unconfirmed: no sample/evidence provided.